Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, the surgeon fired (B)(4) firings total in this procedure, and the issue occurred in the 2nd and the 5th firings. The loading was completed before the second firing, the surgeon pushed each button to check the cartridge, however the device did not work at all. After the 5th firing, the surgeon pushed each button and the toggles ,however the device did not work at all. As the jaws were not articulated at all ,the surgeon could remove the cartridge from the adapter. No information is available for the status of the indicator lights. The device sterilization method was autoclave. Type of cleaning was manual. The event occurred in use for patient. The surgical time was not extended. The status of the patient is fine. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred.